Manufacturer narrative:
(B)(4). Visual inspection of the returned lens revealed a returned iol that was torn in half, with only one half of the lens returned with evidence of viscoelastic. Placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced in the same procedure due to a weak capsular bag. It was stated that there was vitreous loss. It was stated that a vitrectomy was performed and a model acd21d3 lens was implanted. No incision enlargement was made. No additional complications were reported.